Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited high pacing impedances measurements on both the right atrial (ra) and right ventricular (rv) lead however, measurements were still within normal range. The ra lead went from 400 ohms to 1200 ohms and the rv lead had a gradual increase from 650 ohms to 1336 ohms. Additionally, there was high thresholds resulting in intermittent loss of capture on the non-boston scientific ra lead. Isometrics was performed and there were no observations of noise. The device was re-programmed to a split configuration and ra impedances and thresholds were within normal range. Thresholds are likely being impacted by changed in impedances. Technical services discussed possible causes and recommended to check with the patient if they were having any procedures and provided programming options. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high pacing impedances measurements on both the right atrial (ra) and right ventricular (rv) lead however, measurements were still within normal range. The ra lead went from 400 ohms to 1200 ohms and the rv lead had a gradual increase from 650 ohms to 1336 ohms. Additionally, there was high thresholds resulting in intermittent loss of capture on the non-boston scientific ra lead. Isometrics was performed and there were no observations of noise. The device was re-programmed to a split configuration and ra impedances and thresholds were within normal range. Thresholds are likely being impacted by changed in impedances. Technical services discussed possible causes and recommended to check with the patient if they were having any procedures and provided programming options. At this time, the system remains in service. No adverse patient effects were reported.